Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that suspension monitors have no power. Review of the log files showed that the monitors had no power on them. The defective part was returned for analysis and a mechanical issue was found in the pan handle. However, the replacement of the suspension connection and pan handle by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system suspension monitors lost power. No harm was reported. Philips has started an investigation of the complaint.